Manufacturer narrative:
This initial report was delayed, so that a full eval of the knife could be performed prior to FDA notification. Item in question is a 2.8cc third generation black diamond spear, s/n (B)(4). Upon receipt from the hospital the knife was visually inspected using a microscope at x100. No problem with the knife was discovered. The knife was then shipped to adi (accutome's diamond supplier, also a subsidiary) in the netherlands for further eval. The knife was again visually inspected using a microscope at x100 and x500. Adi was unable to find imperfections in the blade that may have caused the blade not to perform as expected. The black diamond blade on the knife was replaced with a natural diamond at the request of the customer. (B)(4).

Event description:
Doctor used a diamond knife during ophthalmic surgery for the first time after it had come back from repair, stating that the knife did not slide smoothly and felt that it did not cut the eye correctly. He switched to a disposable knife to complete the procedure. Since two different blades were used, the flaps did not match and did not lie flat. The doctor had to put in a stitch to finish the procedure. The doctor stated that the pt appeared to be ok.